Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-operation device check. It was noted that the cardiac resynchronization therapy pacemaker exhibited incorrect measurements for conduction time tests. The reason for the event was unknown. It was also noted that the thresholds had increased slightly. The patient was stable and would continue to be monitored.